Event description:
It was reported that a hardware removal was performed on (B)(6) 2015 due to a left-ankle non-union. It was discovered that the plate had broken, but all of the implanted screws were intact. All of the original hardware was removed and the patient was revised with new parts. No surgical delay was reported. Procedure completed successfully. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). Date of original implant procedure is unknown. Per facility, complainant part will not be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacturing date: august 15, 2006. A review of the device history record (DHR) revealed no complaint related anomalies. The DHR shows this lot of 3.5mm lcp t-plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material DHR revealed this lot met all specifications with one non-conformance reports noted. A material record report was written due to the surface finish not meeting the specification requirement due to marks/scratches. The raw material was dispositioned as ¿use as is¿ as the surface finish will meet the finish requirements after finishing. This raw material lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.